Event description:
Cardiac ultrasonographer entered patient's telemetry room to do a portable cardiac ultrasound. After setting up the machine and ready to start the procedure, she unlocked the brake and went to roll the machine a few inches closer to her. The entire top half of the machine dislodged. She placed herself between the machine and the patient so that no injury to the patient would occur. Maintenance responded and reviewed the equipment and all of the bolts had come unscrewed. They stabilized the machine and rolled it back to the laboratory. Manufacturer response for portable cardiac ultrasound machine, epiq (per site reporter): it has been repaired.